Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where was the needle held during use (end, swage, tip, middle)? What tissue was the needle tip retained in? Were x-rays taken and do you have them for review? What size of needle piece (in mm) remains in the patient tissue? Were all the needle pieces removed from the patient? Does the surgeon plan to remove the needle piece from the patient? What is the surgeon opinion as to the causative factor for the needle breakage? Do you have the needle for evaluation? What are the patient age, weight and medical history? What is the current condition of the patient?

Event description:
It was reported that the patient underwent robotic assisted radical prostatectomy on (B)(6) 2016 and suture was used for subcuticular closure. The tip of the needle was broken at the end of the skin closure and was left in the patient. No adverse patient consequence has been reported. Additional information has been requested.